Event description:
The facility reported a colleague infusion pump with a damaged battery. This event occurred during programming/setup; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed during product evaluation. The root cause was not determined by service. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This issue has been escalated to CAPA. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.